Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement test. However, insulin pump alarmed motor error during basic occlusion test due to slightly loose drive support disk. No prime alarms noted. Insulin pump was received with minor scratches on lcd window, cracked case at display window corners and case at reservoir tube window corners.

Event description:
Customer reported receiving an error alarm during the manual prime. Customer stated that insulin was squirting out of the tubing and the drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 76 mg/dl. No further information reported.